Event description:
It was reported that a patient presented for a routine follow up in clinic. The implantable cardioverter defibrillator exhibited noise causing myopotential inhibition. The device was reprogrammed and the issue was resolved. No patient symptoms were reported and the patient will be monitored.